Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of internal bolster detached. Block h10: the returned endovive securi-t replacement bolster device was analyzed, and a visual analysis revealed that the feeding tube was detached from the bolster, and the bolster was not returned for analysis. Remnants of use were also observed in the feeding tube. The customer also provided three photos where it was possible to observe the bolster was completely detached. No other problems with the device were noted. The reported event of bolster detachment was confirmed. During media analysis, it was observed that the bolster was detached, and the product analysis observed that the bolster was detached from the feeding tube. It is possible that during use, the device may have been exposed to excessive stress, manipulation or anatomical conditions of the patient could have contributed to the separation. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a replacement procedure performed on (B)(6) 2023. It was reported that, after three months the internal bolster detached. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of internal bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a replacement procedure performed on (B)(6) 2023. It was reported that, after three months the internal bolster detached. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.